Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller stated that when MRI mode was accessed, it gave "eligibility cannot be determined" screen with code (B)(4). Tss reviewed that code is flagging on ins location and it also appears that only one lead was entered but records shows that patient has two. Caller works with hcp and requested to be walked through updating MRI programming with the tablet. Upon interrogation of the ins, it showed that ins location was right axillary but caller noted (and op notes also confirm) that ins is in right flank. Caller updated the ins location and then navigated to the lead location screen which showed a 977a2 lead in the 0-7 port and but that was it (lead tip location was epidural cervical). Caller stated that op notes indicate 2 leads were placed cervically but patient stated the rep told them there is just one lead. Tss recommended speaking with the hcp and obtaining x-ray to confirm number of leads and if there are two, to then update the patient's programming. Caller was hesitant to change anything with the lead con figuration at this point as that may clear patient's programming. Tss reviewed that if both leads are placed in the epidural cervical space that would be full body eligible but that MRI mode information should be updated prior to patient having an MRI. Additional information was reported that the patient only has one lead. The device was reprogrammed with accurate data. The device implant location was changed from axillary to flank. Lead data was also updated to one lead.